Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2009; addr01 implantable pulse generator (ipg) (B)(6) 2009. (B)(4).

Event description:
It was reported that a transesophageal echocardiography revealed the right ventricular (rv) lead was in the left ventricle (lv) apex instead of the right ventricle (rv) apex. Due to the patient's complex congenital heart disease the physician inadvertently placed the rv lead in the lv apex. The lead was explanted and replaced and the system was re-implanted on the right side of the heart. The patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.